Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via manufacturing representative reported that their lead "fell" from their implantable neurostimulator (ins) battery, and it stopped working. The patient stated that they had revision surgery on (B)(6) 2016; the lead was reattached to the ins battery and they had a second implanted as well. No patient symptoms were reported. The patient was implanted for non-malignant pain and complex reg pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.